Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the unit was tearing skin. On (B)(6) 2016, it was clarified that the issue occurred during surgery with no extension to the procedure. There was no harm or injury to the patient or operator and the surgery was completed with an alternate device. There was no medical intervention or additional surgical procedures required and the surgical technique for the product was utilized. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-(B)(4). Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii by on (B)(6) 2016 revealed nicks and scratches on the meshgraft handle. The ratchet seems to have some internal corrosion. There were slight nicks on the cutter blades as well as wear. The cosmetic damage to the meshgraft included scratches and discoloration. The test mesh was performed and it passed. The calibration was within specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the cutter, roller, and repaired the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was also noted that there were slight nicks on the cutter blades and ratchet seems to have some internal corrosion. The reported was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was also noted that there were slight nicks on the cutter blades and ratchet seems to have some internal corrosion. The root cause of the reported was cannot be specifically determine with the provided information. The issue was resolved replacement of the cutter, roller, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit was tearing skin. It was confirmed that there was no damage to graft harvest as they noticed during start of graft through the mesher. No adverse events were reported as a result of this malfunction.